Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# unknown, implanted: none, explanted: none, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and patient regarding a patient who was receiving an unspecified drug via an implantable pump for non-malignant pain. It was reported that the personal therapy manager (ptm) was locking the patient out from receiving a bolus. It was noted the nurse stated that the patient "knows the rules [of his ptm]" and that he was getting a bolus denied screen. The nurse stated the pump was filled on (B)(6) 2021 and that at that time the patient expressed it has been going on for "a couple months," but he wasn't properly taking note of when it happens. The nurse read the pump logs at that refill and there were no 89 codes (ptm denied) codes in the pump logs. On (B)(6) 2021 the issue occurred three times with the most recent occurrence being on (B)(6) 2021. Technical services could not perform troubleshooting at the time of the report since nurse was not with the patient at time of call and they had no further details on what the patient was seeing when being denied. Additional information was later received from the consumer on 2021-jul-12. The patient was getting locked out from bolus for 4 hour intervals (exact lockout interval). The patient would see other times as well but "99% of the time it had been 4 hours. The patient had changed the batteries and the issue occurred regardless of battery level. The ptm had not been dropped or had gotten wet. There was no corrosion in battery compartment. The patient did not believe the issue was related to electromagnetic interference (emi), and they did not use an antenna. Patient services reviewed uplink considerations and the patient stated they know they were not getting bolus when they're getting locked out because when they refill the pump, "a lot of times they are getting more than what they should have from pump". A replacement ptm was offered, and it was reviewed that if the issue continued to follow-up with theirhealthcare provider for further assistance. It was noted that the serial number of the ptm could not be read.